Manufacturer narrative:
Insulin pump received with blank display, problem isolated to interface board. Insulin pump received with cracked battery tube thread noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The blood glucose levels were not provided. The customer stated that the insulin pump had a crack in the battery cap. No troubleshooting was provided. Insulin pump will be returned for analysis.